Manufacturer narrative:
The presence of the fya antigen was confirmed on retention capture-r ready-screen, lot w133. Customer sent samples for investigation testing. The samples were tested on an in-house galileo with retention capture-r ready-screen, lots w133 and k125 using retention capture-r ready indicator red cells, lot 221003. Both samples demonstrated positive reactivity.

Event description:
Customer reported unexpected negative reactions for antibody screen when testing a specimen containing anti-fya using capture-r indicator red cells, lot 221996.